Event description:
Patient was undergoing pci of distal lad with atherectomy when the csi viper wire tip fractured and became retained in a small branch originating rom the ¿apical¿ lad. Echo showed ¿timi¿ 3 flow. The risk of vessel wall trauma and perforation with attempted retrieval was felt to be greater than the benefit and the procedure ended.